Event description:
It was reported that this previously capped implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This previously capped lead remained capped.